Event description:
Company representative reported that the patient's generator battery is completely dead and premature battery depletion is suspected. Additional information was received that the generator reached vbat pulse disabled condition. The generator was interrogated successfully and the outputs were set to 0.0 ma. The battery status was neos - yes. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. However, internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. No known surgical interventions have occurred to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator was received. Analysis is underway but has not been completed to date.

Event description:
The reported allegations of ¿premature end of life¿ was duplicated in the lab. During the bench interrogation, the pulse generator interrogated at a distance of 0.0 inches between the pulse generator and the programming wand, the pulsedisabled and eos warnings were set. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The pcba was subjected to a postburn electrical test. Results show that the pcba failed several electrical tests: r2 verification, supply current 2ma/normal, supply current off, and supply current off sense. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed again and the device passed the previously failed test. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations.